Manufacturer narrative:
The devices subject to this investigation were returned to the MFR for eval. It was visually confirmed that the rigid blister pack was cracked at the cutting end of the product. Testing was performed in an attempt to replicate the issue, however, the results were inconclusive. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The labels for these devices have a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.

Event description:
It was reported that while preparing for surgery, it was noted that the blister packaging on three precision blades were cracked. It was also reported that these devices were not used on a pt and the sterile area was not compromised. It was further reported that other blades were readily available.